Manufacturer narrative:
(B)(4). Initial reporter: the health care professional reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the umbilical hernia was not reported. It was not reported if the umbilical hernia worsened with peritoneal dialysis therapy. Three days after onset, the patient was hospitalized for the umbilical hernia and underwent a hernia repair surgical procedure on the same day. Physioneal therapies were ongoing. Hospitalization was ongoing. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.